Event description:
A customer contacted stryker to report that their device would show a service wrench icon. Upon initial evaluation it was observed that the device would not recognize a connection through its therapy connector. In addition the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event

Manufacturer narrative:
The device was further evaluated by physio control and the reported issue was verified. Root cause of the reported failure is determined to be ic (integrated circuit), u46,of the analog pcb assembly.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would show a service wrench icon. Upon initial evaluation it was observed that the device would not recognize a connection through its therapy connector. In addition the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.